Event description:
A us distributor contacted zoll to report that a patient developed an open wound under the lifevest equipment. Patient described the area as bruising and open sores under the electrodes. The patient¿s physician advised removing the equipment for the wounds. Outcome of the wound is unknown.

Manufacturer narrative:
Not applicable.